Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent esc button response due to corroded keypad traces. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and customer could not clear a low reservoir alarm. Customer's blood glucose was 201 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.